Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the middle part of firing appeared not to be completed. The patient was treated with suturing as staple line reinforcement.

Manufacturer narrative:
Correction: d4, d9, g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the photo showed an intact staple line with no clear evidence of missing staples. Further visual and functional evaluation of the returned product did not reveal any notable condition related to the reported issue. It was reported that the middle part of firing appeared not to be completed. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of deformed clamping mechanism that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.